Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance check in pre-op showed all 'investigate impedances' on the left lead, all normal impedances on the right lead. During surgery, lead test cable was used to confirm the left lead had all investigate impedance readings. Left extension was replaced during implant replacement as well. Stimulation was set to 0.0ma on the left lead and the lead was left implanted in the patient. Patient will be monitored for changes. No know external factors, no known patient symptoms associated. Issue remains unresolved.

Manufacturer narrative:
Continuation of d10: product ID b3400040m. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type extension product ID b3300542m. Serial# (B)(6). Implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative clarifying that the left extension was replaced at the surgeon¿s direction, and there was no known issue with the extension; the replacement was not attributed to impedance issues; this information has been confirmed/provided by the physician.

Event description:
Additional information received from the manufacturing representative (rep). Rep reported that cause of the oor message that was seen was unknown. Rep reported that patient does not receive therapy from the contacts with oor.

Manufacturer narrative:
Continuation of d10: product ID b3400040m lot# serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type extension product ID b3300542 lot# serial# (B)(6). Implanted: (B)(6) 2022. Explanted: product type lead product ID b3300542m lot# serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the investigate impedance alert on the left lead. The cause of the issue remains unknown, as does what may have contributed to it. The report clarified that the left lead was found to have high impedance. The surgeon is currently examining replacement options, but the timing of any intervention is not yet known, and the issue has not been resolved. This information has been confirmed and provided by the physician.

Event description:
Additional information received from rep indicating the patient had a lead revision due to impedance problems on the left lead and following the revision, the other lead presented with oor electrodes across the lead. The left lead had normal impedances following this revision. Rep states this happened on the 15th of december.

Manufacturer narrative:
Continuation of d10: product ID b3400040m serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type extension product ID b3300542 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID b3300542m serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b3400040m, serial# (B)(6) product type: extension. Product ID: b3300542m, serial# (B)(6) implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.